Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, ¿b30 error occurred in multiple scopes¿, occurred because communication with a scope failed due to the damaged scope. Since the device was not returned, the detailed condition of the subject device and the duplication check of the reported phenomenon could not be checked. Thus, the root cause of the damaged scope could not be identified. On the other hand, according to the report from the customer written in (B)(4), there was a mistake in handling scopes after leak test was carried out using mu-1. This was why the scope communication error (b30 error) occurred. Rather than disconnecting the cable from the mu-1 to vent the scope post the leak test, they were disconnecting at the scope, which would not release the pressure and ultimately ended up damaging the scope, causing the communication error (b30). The issue has since been resolved. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended a number of trouble-shooting methods to resolve the issue. The customer stated that he would give those a try. He went on to note that some of their devices have been repaired by a 3rd party facility. Tac informed the customer that olympus does not sell repair parts to 3rd party repair facilities. Then went on to note that if the subject device had been repaired by a 3rd party group, and repaired using 3rd party components, it is no longer considered an olympus device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was getting a b30 scope communication error on his olympus evis exera iii xenon light source with multiple different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.